Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/2/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? - it was reported that the suture broke multiple times, could you tell me if only one suture broke multiple times or is more than one suture involved in this problem? - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6)). Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-00019 & 2210968-2024-00020.

Event description:
It was reported that a patient underwent a right breast mass resection under local infiltration anesthesia on (B)(6) 2023 and suture was used. The patient was admitted to the hospital for examination at 9:00 am after discovering a painless lump in the right breast for 3 years. After diagnosis, it was diagnosed as a lump in the right breast. The patient underwent right breast mass resection under local infiltration anesthesia surgery from 3:45 pm to 16:20 pm. During the surgery, the doctor need to use suture to suture the incision. During the suturing process, the suture broke multiple times when it was knotted, resulting in knot failure and inability to use. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.